Event description:
It was reported that the device was used during an unknown procedure. The device was clipping incorrectly, unknown exactly what the device did or did not do. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the jaws had become misaligned and yielded. The instrument was cycled, fed and formed 3 scissor clips and 7 scissor clips. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.